Event description:
Edwards received information that an aortic bioprosthetic valve, implanted approximately ten (10) years, exhibited degeneration causing stenosis and regurgitation. The patient underwent an implant of a transcatheter heart valve (tavr) within the subject failing valve (valve in valve), with no reported complications.

Manufacturer narrative:
Subject device model number was provided.

Manufacturer narrative:
(B)(6) = degeneration. Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be confirmed. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.